Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the need to reattach hasp. A field service engineer (fse) reattached the hasp to the refrigerator door as it had been falling off and was not secured fully, which had caused issues intermittently when the customer accessed it. After securely attaching it, the fse tested it in diagnostics, then tested it again with the application, and verified its functionality while the station was powered off by using the key to open and close the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed to reattach the hasp. However, there were no delays or adverse events or injuries reported based on this event.